Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low and elevated blood glucose (bg); bg value unknown. Reportedly, customer suspects this is due to control iq suspending insulin and auto-correcting for elevated bgs. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.